Manufacturer narrative:
(B)(4). The customer, a biomedical engineer, advised that he had been unable to duplicate the reported issue. The biomedical engineer requested that physio examine their device. Physio-control evaluated the customer's device but was also unable to duplicate the reported issue. As a precaution, physio replaced the device's two (2) batteries and after observing proper device operation through functional and performance testing the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device powered off by itself three (3) times during a recent patient event. The customer further advised that medical personnel were able to restore power after each power loss. There were no adverse effects to the patient as a result of the reported issue. The patient was being monitored during a routine transported when the issue occurred. No further details about the patient or the event were provided.